Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege: bilateral patient was implanted with depuy asr hip implants in (B)(6) 2007 (left side) and again in (B)(6) 2008 (right side). The acetabular cup eventually caused metallic debris and/or loosened from patient's acetabulum, caused pain, and inhibited patient's ability to walk. Patient was required to undergo revision surgery. Update rec'd 6/19/2015 - medwatch report (B)(4) received. Patient had revision of left total hip replacement for removal of a depuy asr articular liner. Component identified as follows: acetabular cup, (B)(4); lot 2177776; size 54, exp 2011-06; femoral implant, (B)(4); lot 2192251; size 47, exp. 2011-07.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. User facility report is now attached. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records the patient was revised to addressed failed left total hip replacement and articular wear resulting to elevated metal ions. Operative finding reported mild fluid, mild metal staining, debris and trunnion interface and gray staining of tissue consistent with "metalosis". Operative note reported cloudy fluid was obtained and was sent for metal ions analysis. There was some black gray staining of the synovial lining, black debris at the trunnion and a tiny amount of gray stained membrane behind the cup.